Manufacturer narrative:
Product event summary: it was reported that the patient observed a critical battery alarm and that the battery would flash yellow when connected to a battery charger. The shelf life requirement, for the ventricular assist device (vad) battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files covering the event date were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms can be attributed to communication errors between the controller and batteries or can be due to the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Events involving batteries flashing red or yellow when connected to a battery charger can be attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red or yellow when connected to a battery charger. Based on the available information, a possible root cause of the battery flashing yellow may be attributed to a high max error at the time of the reported event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed a critical battery alarm with a flashing yellow light on the battery charger. The battery was replaced. No patient complications have been reported as a result of this event.